Event description:
The sterile supply clearify visualization system would not turn on/ activate intra-op via standard of pressing the black power button. A new sterile clearify was opened to the field for the case and the initial one was passed off the field and not used. FDA safety report ID # (B)(4).